Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer's blood glucose level was 122 mg/dl. The customer reported that they were unable to clear the alarm and not sure whether the insulin pump was successfully rewound. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).